Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the universal surgical manipulator (usm4) carriage could not fully advance. The carriage advanced only about two thirds of the way, produced a grinding sound, and met physical resistance. It was reported that multiple instruments were tried, and the same behavior occurred even with no instrument installed. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.